Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided pump reset information and assisted with the reset, which resolved the issue, allowing the customer to continue using the pump. Customer was advised to contact support if the malfunction recurred and confirmed understanding of the guidance.